Manufacturer narrative:
The aquabeam handpiece was returned investigation. Visual inspection of the returned handpiece did not reveal any anomalies.functional testing of the returned handpiece could not replicate the reported issue. The handpiece was deconstructed and viewed under magnification. Minor signs of fluid ingress was observed on both the encoder wheel, but not enough to cause e22 as a full simulated aquablation session were performed successfully without triggering any errors. Root cause is undeterminable as reported failure mode could not be confirmed. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 21c01712 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The current user manual um0104-00 rev. F, aquabeam robotic system user manual, intl (ce), english was reviewed. "E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause not yet established; investigation is currently in-process. Submission of this report does not constitute an admission that the manufactures' product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure an "e22 - motorpack error" was generated by the aquabeam robotic system. Multiple troubleshooting steps were taken in an effort to resolve the issue, including replacing the handpiece. A third handpiece resolved the issue and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedure delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.